Manufacturer narrative:
B5-b7: updated h6: patient codes: updated.

Event description:
Reprise IV study it was reported that new left bundle branch block(lbbb) and sinus pauses occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 600 mg clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the valve into the proper anatomical location, in accordance with the directions for use. Post procedure event summary: on the same day of the index procedure, post procedure, the subject developed new left bundle branch block. No action was taken to treat the event. One day post index procedure, the subject developed electrocardiogram(ECG) sinus pauses. The event was initially treated with medication and transvenous pacing. Three days post index procedure, a permanent cardiac pacemaker was implanted.the sinus pauses were considered to be recovered the same day. At the time of reporting, the event of left bundle branch block was considered to be not recovered. It was further reported that post transaortic valve replacement (tavr), ECG revealed sinus bradycardia with (B)(4) beats per minute and high degree arteriovenous block. The patient received medication. The patient was discharged to rehab nine days post index procedure.

Manufacturer narrative:
B5-b6: updated h3: device evaluation: the device was not returned and therefore device analysis could not be completed. The valve was implanted in the patient. Seven series of procedural angiographic media were reviewed. A lotus edge valve was successfully implanted in an acceptable position with a visible waist. The cause of the reported event cannot be from the available media. H6: patient codes: updated.

Event description:
Reprise IV study it was reported that new left bundle branch block (lbbb) and complete heart block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 600 mg clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the valve into the proper anatomical location, in accordance with the directions for use. Post procedure event summary: on the same day of the index procedure, post procedure, the subject developed new left bundle branch block. No action was taken to treat the event. One day post index procedure, the subject developed electrocardiogram (ECG) sinus pauses. The event was initially treated with medication and transvenous pacing. Three days post index procedure, a permanent cardiac pacemaker was implanted.the sinus pauses were considered to be recovered the same day. At the time of reporting, the event of left bundle branch block was considered to be not recovered. It was further reported that post transaortic valve replacement (tavr), ECG revealed sinus bradycardia with 52 beats per minute and high degree arteriovenous block. The patient received medication. The patient was discharged to rehab nine days post index procedure. It was further reported that the ECG sinus pauses have been considered complete heart block.

Event description:
Reprise IV study. It was reported that new left bundle branch block(lbbb) and sinus pauses occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 600 mg clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the valve into the proper anatomical location, in accordance with the directions for use. Post procedure event summary: on the same day of the index procedure, post procedure, the subject developed new left bundle branch block. No action was taken to treat the event. One day post index procedure, the subject developed electrocardiogram(ECG) sinus pauses. The event was initially treated with medication and transvenous pacing. Three days post index procedure, a permanent cardiac pacemaker was implanted. The sinus pauses were considered to be recovered the same day. At the time of reporting, the event of left bundle branch block was considered to be not recovered.